Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely it is due to die crack due to mechanical stress caused by particles in the conductive paste. The cfb was not affected ventilation would have continued with the last settings till it turn off. The device works normally after the next restart on 23-oct-2023 at 11:05:43.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. Vyaire medical technical support completed the logfile analysis and found that the main electronics failed during ventilation. Advised customer that the main electronics needs to be replaced. Requested to return the defective main electronics for investigation in fa lab. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator stopped during patient use and having a display message: ¿enter password¿. Unit is used for invasive ventilation. The (medical doctor) md performed manual ventilation for a short period of time until they replaced the equipment. Furthermore, there was no patient harm associated with the event.